Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised due to pain and fluid build-up was also present. Update: ((B)(6) 2012) litigation papers received (B)(6) 2012 and attached. Complaint changed to legal. Side now known: left hip. Litigation alleges patient had pain and high concentrations of various metallic elements. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2013 - medical records were obtained. Medical records indicate patient was revised due to corrosion around the trunnion. The stem and sleeve have been added to the complaint. The complaint was updated on: (B)(6) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.